Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past six months from the event date, it was found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The grasping section was detached from the device since an unexpected large load was applied to it.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a gastric open surgery, the subject device was used. In the procedure of the dissection, the jaw of the subject device was detached. The detached jaw was found on the ground outside the surgical field. The intended procedure was completed with another device. There was no patient injury reported. The procedure lasted about 4 hours and the subject device was used for an hour. The event extended the time of the procedure. This is the report regarding the breakage of the jaw of the subject device.